Event description:
It was reported the customer received a blank display. Troubleshooting was able to recover the customer's blank display. Customer's blood glucose was 250 mg/dl. The customer also reported receiving a battery out limit alarm after replacing their battery during the blank display troubleshoot. The customer was assisted with clearing the battery out limit alarm. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).